Manufacturer narrative:
Multiple parts (control pca board and power pca board without pacing) were replaced to resolve the reported issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the unit shown error 1000. There was no reported patient involvement.

Manufacturer narrative:
One control pca was returned for failure analysis. The problem was isolated to broken traces that caused discontinuity between r106 and c206 and between cr106 and u205. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.